Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Customer's blood glucose level was 149 mg/dl. The customer reverted to manual injections for insulin therapy.